Event description:
It was reported that during a percutaneous transluminal coronary intervention (ptci), a circumflex lesion was predilated and an attempt was made to advance the pixel, but the site could not be reached. The device was removed and it was noted that the stent was missing. The stent was then found in the lesion, and was not retrieved. The pt was alright following the procedure, however, complained of discomfort the next day. The pt is reported to be doing fine.